Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: did the device firing knob fall into the patient when it broke off of the device? If yes, was it retrieved? Will it be returned with the device for analysis? If not, was it disposed of? As the bowel that was being transected was extra corporialised and the stapler was being fired above a sponge, it was highly unlikely for any components to fall into the patients abdomen. All of the staplers components were collected and placed into the original packaging which is being returned.

Event description:
It was reported that during an abdominoperineal resection and reversal of stoma, during the transection of the stoma site, the device handle snapped mid way through firing. The device was fired on a blue reload setting and in a manner consistent with our IFU and prior surgeon training. Another like stapler and reload were used to complete the resection and the balance of the case proceeded as normal. No negative patient outcome from this incident. Jnj representative was present for the case.

Manufacturer narrative:
(B)(4) batch # p58j6h. Device evaluation: the analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with one reload present. The reload was returned with the knife exposed and the proximal 63 drivers up without staples, and the remaining drivers down with staples present; the swing tab in the locked position. No functional test could be performed with it due to the condition of the device. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however, there is insufficient evidence to determine the cause of the higher loads. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. If enough force is applied the device could be damaged. For additional information please refer to the instructions for use. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.